Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-04779 which was submitted on april 10, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Also the subject device is planned to be returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the scope error e315 ¿unsupported scope¿ was displayed randomly and so many times when the endoscope was connected to the subject device before the unspecified diagnostic procedure. The user also reported that this error e315 was disappeared after several reconnecting of the endoscope and/or turning the power off and on for the subject device. There was no report of patient injury associated with the event.